Event description:
It was reported the patient was treated with onyx on (B)(6) 2011. On seven months follow-up, a nearly complete ica occlusion was observed at the embolization site. No complications were reported with the patient as a result of the event.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).